Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings issue. It was reported that the patient did not hear the bolus going in so the patient took additional 2.0 units for 40 grams of carbs. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
During investigation, the complaint regarding the bolus history that was reported on 15-oct-2013 was unable to be retrieved because all bolus history for time of the complaint had been overwritten. A normal 10 unit and a 10 unit audio bolus was programmed and delivered during investigation, both boluses recorded with correct time / date and bolus amounts in the bolus history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.